Event description:
"Dr was removing gallbladder through 10mm-11mm portsite. Dr indicated that he felt the staff was not in-serviced on product prior to the case. Dr removed gallbladder, and stated that the gallbladder burst at the very distal area of the inzii specimen bag. Applied medical investigated w/ risk management and w/ dr same day to clarify and investigate incident." "No pt injury per operating room manager."

Manufacturer narrative:
The device involved in the incident has been returned 3/30/2009, and is currently under evaluation by engineering. A follow-up report will be provided upon completion of evaluation.